Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation. There is no documentation in the medical record that indicates there is a causal relationship between the liberty cycler and the patient¿s hernias. At this time, no conclusion can be made that there was any causal relationship between the patient¿s hernias and the patient¿s peritoneal dialysis treatment and products.

Event description:
Upon the review of the patient's medical records, it was discovered that the patient had a pre-existing right inguinal hernia which may have been exacerbated by peritoneal dialysis treatment. During a follow up call with the patient's peritoneal dialysis nurse, it was reported that the patient has been on pd therapy for 6 months. Two hernias were ultimately identified; an inguinal hernia and an umbilical hernia. The inguinal hernia pre-existed peritoneal dialysis treatment and the umbilical hernia was discovered during the repair of the inguinal hernia. The specific date of occurrence of both hernias is not known. The inguinal hernia did necessitate surgery to prevent the strangulation of tissue. The inguinal hernia repair was scheduled for and took place on (B)(6) 2016. The umbilical hernia was also repaired during this surgery after it was discovered. The patient is currently on hemodialysis while the hernia repairs heal. The patient plans to return to peritoneal dialysis therapy after the healing process is complete. No further medical records could be provided regarding the hernias.